Event description:
It was reported that the device had displayed error code 5-13-1504, suspect manufacturing defect. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of error code 5-13-1504 was not confirmed however, error code 5-13-1531 appeared at powered up. ¿ received on 26-mar-2025, pcu device was received unboxed and with paperwork. ¿ the stated issue of 5-13-1504 was not confirmed visually; however, error code 5-13-1531 appeared at powered up due to the incorrect serial number, the correct serial number was flashed and the unit operated as expected. ¿ device to be returned to san diego repair center for processing. ¿ failure investigation report attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed error code 5-13-1504, suspect manufacturing defect. There was no reported patient involvement.